Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the volume on the pump was too low and difficult to hear for alarms. Additionally, it was reported that the battery gauge was fluctuating. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy. Although requested, the customer declined troubleshooting from tandem technical support.